Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter balloon would not fully deflate. The complainant reported that the balloon was punctured with a wire in order to remove the catheter.

Manufacturer narrative:
The evaluation could not be conducted on the returned sample due to the sample's condition. Thus, the reported event could not be confirmed without testing the sample. The exact cause of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst."

Event description:
It was reported that the foley catheter balloon would not fully deflate. The complainant reported that the balloon was punctured with a wire in order to remove the catheter.